Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: postal code: (B)(6). G4: PMA/510k # ¿ preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the stent from a filiform double pigtail ureteral stent set could not be deployed in the urinary tract. The procedure was completed with another manufacturer's device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation description of event: as reported, the stent from a filiform double pigtail ureteral stent set could not be deployed in the urinary tract. The procedure was completed with another manufacturer's device. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, as well as interview personnel, and dimensional verification of the device, were conducted during the investigation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU contains the following information related to the reported failure mode. Precautions do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. Device description note: 6, 7, and 8.5 fr stents are compatible with a 0.038¿ wire guide. How supplied upon removal from package, inspect the product to ensure no damage has occurred. A device failure analysis was unable to be conducted at cook as the device was not returned for inspection. Due diligence was completed on cook¿s part to obtain the device for inspection; however, the customer has not provided an update with regards to the device return. In place of device inspection, the dimensions of the wire guide the customer used were compared with the wire guide the IFU lists as compatible with the stent. The device in question was a 6 fr stent and therefore compatible with a 0.038¿ wire guide. The wire guide used by the customer is a smaller diameter than the wire guide diameter listed in the IFU and therefore the stent should have no issue being deployed. The cause of the deployment difficulty was not able to be determined for this incident. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.